Event description:
N/a.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation. However, a complaint investigation (failure analysis) and determination of root cause is not possible. The complaint could not be verified. Based on the customer reported failure ¿oob failure fragmentation error¿, it is possible this complaint was as a result of transducer delamination. However, without testing it is not possible to verify. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed. An investigation for cause was unable to be performed. UDI: (B)(4). Linked to mfg report no.: 3006697299-2019-00149 3006697299-2019-00150; 3006697299-2019-00152.

Event description:
This is 3 of 4 reports. A customer reported that they had an inspection of the c2602 cusa excel 36khz straight handpiece. They switched on the unit and completed the wait period but when they pressed the amplitude test, it did not get pass and gave vibration alert. They pressed the orange vibration foot pedal in run mode but there was no output noted and still gave them vibration alert. The customer tried to check on a new handpiece using the same cusa console and found that it was working with no problem. Additional information received on 30nov2019 indicated that the device was not in contact with the patient and no injury was reported.